Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was seen to be kinked/bent. The main coil was seen to be detached. The main coil was not returned. The coil introducer sheath was not returned. Functional inspection could not be performed as the main coil was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of ¿main coil failed/unable to detach¿ was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the coil could not be detached with the power supply. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. During analysis, coil delivery wire was seen to be kinked/bent. The main coil was seen to be detached. The main coil and coil introducer sheath was not returned. Functional inspection could not be performed because the main coil was not returned. An assignable cause of not confirmed will be assigned to as reported event of ¿main coil failed/unable to detach¿. Based on review of all available information an assignable cause of procedural factors will be assigned to the analyzed event of ¿main coil prematurely detached/separated during use¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the analyzed event of ¿coil delivery wire kinked/bent¿ since it is most likely that this damage occurred due to handling of delivery wire during the procedure.

Event description:
The coil (subject device) was used in the medical procedure and was reported for being unable to detach. However, when the subject device was returned for analysis, it was discovered that the coil delivery was kinked and the main coil was prematurely detached/separated during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.